Event description:
Clinical trial. It was reported 1668 days following a percutaneous renal intervention stenting treatment procedure, the pt returned with intermittent dizziness. Ninety-five days later, the pt had stenosis distal to the left renal artery. The index procedure treated the 80% stenosed 6.0x12mm target lesion located in the left renal artery. Treatment consisted of pre dilation and the placement of a 6.0x14mm express sd renal stent and balloon post dilation resulting in 0% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel. At 1668 days post the index procedure, the pt complained of intermittent dizziness. A myocardial perfusion imaging revealed no evidence of a myocardial infarction (mi). On day 1681, a catheterization revealed no significant findings. A carotid duplex revealed a 50-60% stenosis of both the left and right internal carotid artery. On day 1763, the pt presented with changes in both lower extremities consistent with atheroembolization. Cta results showed severe stenosis distal to the left renal artery stent and a focal dissection of the abdominal aorta just distal to the right renal artery consistent with a severe ulceration of the abdominal aorta. There were severe atherosclerosis and ulcerative changes throughout the abdominal aorta. Pt had complaints of bilateral foot numbness. On day 1797, duplex revealed the pt's kidney size was 11.8cm to the right and 9.3cm to the left. Angiography on day 1804 revealed the left renal artery had approx a 50% in-stent restenosis that was not felt to be flow limiting. This possibly accounted for worsening kidney function and severe hypertension. Further renal artery duplex was not recommended due to disease of the aorta. On day 1805, the pt developed a left arm hematoma. The pt developed a worsening hematoma of the left upper extremity which required manual pressure, expression, and repeat pressure dressing. On day 1806, the pt developed mild orthostatic symptoms. The pt was given IV fluids and felt stable the next day and was discharged with modifications to his medication.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.